Event description:
A malfunction on the pump was reported, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with instructions to reset the pump, assisted them with the reset, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues recurred.